Event description:
Clinical site observed that images acquired from a particlar general electric CT scanner were being displayed using the ali ultrapacs gx v3.2 medical image viewing software in the expected clinical orientation however when printed the images were "flipped' right to left. On the display and on the printed hardcopy, the anatomical markers did identify the correct side of the pt (i.e. A "r" marker correctly appeared adjacent to the pt's right side).